Event description:
Medtronic (covidien) received report of an event involving a pipeline flex used during treatment of an unruptured, saccular aneurysm located in the left ophthalmic artery. The cavernous section of the internal carotid artery (ica) was very tortuous; access to the aneurysm was very difficult. The pipeline flex was deployed, but the distal end would not open. The system (microcatheter and pipeline flex together) was pulled from the patient. The pipeline flex looked kinked or pinched on the distal end. After removal, a new microcatheter was used to regain access. A new pipeline flex was deployed across the aneurysm without difficulty. Angiographic result immediately post-procedure was slowed flow. There was no patient injury reported in connection with this event.

Manufacturer narrative:
The microcatheter, pushwire and pipeline flex were returned for evaluation. The pushwire was found outside the microcatheter. The pipeline flex was still attached to the pushwire. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. No defects were found with the microcatheter, tip coil, distal marker, re-sheathing marker and proximal bumper. Based on evaluation of returned devices, the customer's report of pipeline flex failure to open distally was confirmed. It is possible that the damage to the braid may have contributed to the reported issue subsequently causing the distal end of the pipeline not to open. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.note: per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).